Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
The problem could be traced to a component failure, due to an improper handling.. We are unaware about patient/operator injury.